Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of tissue damage as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, reported incomplete coaptation appears to be due to challenging anatomy. The reported unspecified tissue injury was due to procedural conditions as a posterior leaflet tear was noted. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the single leaflet device attachment/slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported the mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr). The clip was implanted without issues, however after the clip was deployed echocardiogram showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior leaflet tear was suspected. An xt clip was implanted stabilizing the slda clip. Mr was reduced to <1. No additional information was provided.